Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the emr2 device was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
It was reported on (B)(6) 2019 that a patient underwent a bilateral totally-thoracoscopic and left atrial appendage management procedure. Both right and left sided trocar placement and pericardiotomy were unremarkable. The single-pass technique was completed and after threading the right-sided red elastic leader into place, it was noted that the right-sided pulmonary veins had a very broad common-trunk rather than distinct superior and inferior veins. It was in the surgeon¿s effort to get the posterior jaw of the emr2 around this common trunk that the posterior jaw created a tear of the posterior pulmonary vein trunk. At this time, the surgeons converted the procedure to a sternotomy. The tear was repaired with sutures. No transfusion was needed as there was not enough blood loss and the patient was stable. The surgeon proceeded to complete the right-sided pulmonary vein isolation and connecting lesions without further incident. Patient recovery is unremarkable and is currently in normal sinus rhythm since the procedure. There were no reported device malfunctions. This was a procedural complication.